Event description:
The initial reporter stated that their administration set had leaked near the blue pin on the tubing and the pump was alarming air in line. They stated they discarded the tubing and restarted the infusion with a new bag and had no further issues. Mmd did follow up with the initial reporter and they stated that the patient had "seemed dazed" but it is unclear if that was thought to be related to the complaint. They did not report any further adverse effects due to the complaint. No additional information was provided. (B)(4)

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.